Event description:
Event description guidant received information that during the procedure to replace this pacemaker due to normal battery depletion, difficulty was experienced in removing the ventricular lead. The physician released the side-lock and easily removed the atrial lead; however, when he pulled the ventricular lead, the lead was removed, but the connector pin remained in the device header. The physician reports that he did not pull the lead forcefully. A new ventricular lead was used with a new pacemaker. Both the explanted pacemaker and lead were returned for analysis.